Event description:
Event description guidant received information that that the model 4088 sn153782 ventricular lead had loss of capture. During an invasive procedure, the lead was examined and found to have a fracture about two inches from the connector. The doctor implanted another 4088 sn215688 but screwed the helix in with too many revolutions. Later on after the implant, the lead dislodged.